Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that post an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg was deemed inoperable. Additional, x-ray imaging confirmed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.